Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the coil embolization procedure, the subject guidewire was broken while advancing the microcatheter over the subject guidewire. The broken fragment of the subject guidewire was extended distally to the tip of the microcatheter. The broken fragment of the subject guidewire and the microcatheter were removed together out of the patient's anatomy. There were no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. No visual or functional inspection was performed due to the subject guidewire was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. No additional information was provided for this complaint following the good faith effort attempts. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the coil embolization procedure, the subject guidewire was broken while advancing the microcatheter over the subject guidewire. The broken fragment of the subject guidewire was extended distally to the tip of the microcatheter. The broken fragment of the subject guidewire and the microcatheter were removed together out of the patient's anatomy. There were no clinical consequences were reported to the patient due to this event.